Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead had dislodged resulting in patient syncope. A temporary pacemaker was placed due to the lead issue. Two weeks later, an invasive procedure was performed to reposition the lead, however as thresholds were still high, the lead was capped and replaced. No additional adverse patient effects were reported.